Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device fell from their clothing onto a cement floor, causing the unit to crack in half. The touchscreen remained lit but the device was not fully functional. A replacement was initiated due to the compromised housing and loss of structural integrity. The user confirmed no injuries from broken glass and no immediate blood glucose impact occurred.